Event description:
A customer contacted beckman coulter (bec) in regards to obtaining reproducible elevated troponin (accutni) results within the risk stratification range for one (1) patient generated on the access 2 immunoassay analyzer used in conjunction with the access accutni reagent (lot # not supplied). On (B)(6) 2013, the customer obtained the following elevated accutni results for the one (1) patient: 0.42 ng/ml, 0.43 ng/ml, 0.45 ng/ml, 0.49ng/ml, 0.41 ng/ml and 0.45 ng/ml. The patient's sample was retested on an alternate methodology (abbott I-stat point of care), which produced normal results of 0.00 ng/ml. The patient was admitted to the hospital with a diagnosis of stomach pain along with the elevated accutni results on (B)(6) 2013 and was subsequently released on (B)(6) 2013 after the normal results were obtained.

Manufacturer narrative:
The customer did not supply any qc data, calibration curves or system checks for review. The customer stated that their accutni quality control (qc) has been performing within the laboratory's established ranges. The customer performed quality control (qc) on the emergency department's two I-stat instruments (alternate methodologies) and yielded within 1 standard deviation (sd) of the mean for both instruments. The customer also performed correlations between the access 2 and the I-stat instruments; all results met assay/instrument specifications. The customer did not supply any information regarding sample handling or sample processing. Service was not dispatched as the customer is not questioning the performance of the instrument.